Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted through a sheath via the femoral artery. The arterial pressure tubing was connected and proceeded to leak "from what is thought to be a hole in the tubing." Additional info received from the sales rep on (B)(6) 2010 stated the tubing was replaced and the pt was moved to intensive care unit for monitoring.